Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the incision "never completely healed and metal started to show through the incision." It was also reported the patient presented to the clinic with erosion and drainage. The implantable cardioverter defibrillator system was removed and no further patient complications have been reported as a result of this event.